Manufacturer narrative:
This device is used for treatment and not diagnosis. Additional device info: lot number is undetermined. Investigation could not be completed; no conclusion could be drawn ,as no device will be returned for evaluation nor was a device lot number provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint reports a patient was treated for right parasymphysis fracture and a left subcondylar fracture. The fracture on the right side was treated with 2.0 tension band on the superior border and a 2.0 locking plate on the inferior border. Post surgery a CT scan revealed that the fracture was not properly reduced. A revision was performed on (B)(6) 2014 and the original hardware was explanted. There was no report of patient harm/procedure delay. This reported event is for one 2.0mm ti locking screw self-tapping , the lot number is unknown. This is report 10 of 11 for (B)(4).